Manufacturer narrative:
Bone screws: catalog # 78351100, lot #ifsw2018, expiration date: 06/30/2004. Inserter: catalog #78353000, lot #328170, expiration date: 07/02/2002. Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent as appropriate. Lawyer-filled report - (B)(4).

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced emotional distress and a problem with the product.